Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). A4: weight and weight units - correction. B5: describe event or problem - correction is required for a4. G3: date received by manufacturer - additional information. G6: type of report - follow-up. H2: type of follow up - correction.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a missing needle occurred. The sensor was inserted into the arm on (B)(6) 2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).